Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead had increased out of range pacing lead impedance and a threshold capture anomaly was noted. A fracture was suspected. The lead was capped (B)(6) 2019 and replaced. There patient was stable.